Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on a moderately calcified and moderately tortuous lesion in the right coronary artery (rca). A 2.75 x 38 promus element plus was advanced to the target lesion and was successfully deployed. After post dilatation, a proximal edge dissection was noticed in the proximal part of the stent. To cover the edge dissection, a 3 x 20 promus element plus was deployed proximally to the first stent, overlapping it and covering the edge dissection. The procedure was successfully completed and the patient was reported to be stable.